Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal and vessel damage occurred. The patient presented for an emergency embolization to treat an aneurysm located in the femoral arteria branchial profonda. Two coils were deployed into the aneurysm successfully. A 4mm x 10cm interlock -35 was then advanced through a 035 catheter; however, the coil failed to detach from the interlocking arm of the delivery wire into the target aneurysm. The physician attempted to twist the coil a bit, push and pull back on the coil, however the coil still failed to detach. After a few minutes, the physician decided to withdraw the coil from the patient. During removal, the coil detached from the interlocking arm of the delivery wire inside the catheter. The physician removed the entire system, catheter with detached coil, losing access to the aneurysm site in the process. The catheter was removed with approximately 40% of the detached coil protruding from the tip of the catheter. During removal, the intima of the patient's artery was noted to have damage. This damage was not a dissection or perforation. The procedure was stopped and the patient was observed to be okay. The procedure was concluded as the first two coils deployed successfully treated the aneurysm. No further patient complications were reported and the patient's condition is stable.